Event description:
It was reported that the patient had no stimulation sensation. The patient stated that she had surgery three years ago to remove her right leg. While the patient was in the intensive care unit (ICU) she was recharging her device and her husband called her from another area of the hospital with a cell phone. Everything in the patient's room that was electrical "shut down." The husband's cell phone was taken from him and electricity was restored. However, the patient was unable to recharge her device in the hospital or at home after the event. The patient stated that post-implant the device worked "well" and the last time she felt stimulation or had a full charge was three years ago. The patient was still having pain in her left leg and hoped her device could be "jump started" to help with the pain. The patient had a doctor appointment the tuesday after the report.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).